Manufacturer narrative:
H3, h6: the reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint. The anchor has been broken and cracked at the suture eyelet and at multiple threads. Removal of the anchor showed the inserter tines have broken off but remain within the anchor. The condition of the device indicates it was subjected to excessive force during use. Per the device instructions for use ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the anchor was found slippery and the tip fractured, all pieces were removed with tweezers. The procedure was successfully completed with a backup device and no significant delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.